Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A review of the DHR was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no other complaints have been reported for the pertinent lot. A product family rolling 15-month complaint trend report for all complaint failure modes were reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation in 2007 that during an ercp, and "after applying current the second time, the sphincterotome wire snapped". Gender and age of patient is unknown. It was also reported that the procedure was successfully completed using a second device and that there were no reported adverse effects to the patient.